Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer ate and got her blood glucose back up. The customer stated that she ate an english muffin and entered 26 carbs. The customer stated that she ate lunch and then all of a sudden the 126 popped back up on the screen. The customer pressed act again and programmed the bolus thinking she must have been distracted and not actually delivered the bolus. The customer was advised if she ever questions whether a bolus was delivered, she can check the status screen or bolus history to verify if it was delivered or not. The customer was advised to monitor the pump and call back for troubleshoot.